Event description:
The patient experienced pain after having an mpj fusion. The doctor decided to remove the 300-05-008 plate from the patient as there was a non-union. During removal of the hardware, three of the five non-locking screws broke and they were unable to be removed from the patient. The doctor was unsure when the screws broke as they might have been broken prior to the removal. The portions of the 3 broken screws remain in the patient. The doctor replaced the hardware with a silastic implant.